Manufacturer narrative:
The reason for reoperation is not applicable as the complaint is broken device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Surgeon reported device ¿ruptured during implanting.¿ surgery was completed with a back-up device.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, opening. Microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge on anterior side due to surgical damage.

Event description:
Surgeon reported device ¿ruptured during implanting.¿ surgery was completed with a back-up device.